Event description:
It was reported a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. The reported event was able to be confirmed by review of the returned product. The device exhibited signs of repeated use and was fractured. All pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. These types of device malfunctions were previously analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; however, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.